Event description:
The patient continued to complain of back pain, for which she was medicated. The patient's pulse dropped into the 30's 44 days post index procedure. A nurse's note states she was unable to get a blood pressure or oxygen saturation. The patient's heart went into idioventricular rhythm. The patient was dnr and appeared to be in no pain. She expired with her daughter at her bedside 44 days post index procedure.

Event description:
Clinical study same pt as MDR 6000093-2005-01234. It was reported that 44 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed ostial region of the proximal right coronary artery (rca). The lesion was 15.o mm in length, had severe calcification, and had thrombus present. The dr predilated the lesion prior to placing one taxus express2 8.8% 3.00x24 mm drug eluting stent without complication. Residual stenosis was 0% after stent deployment. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt expired 44 days post index procedure. No autopsy was performed. The cause of death was listed as myocardial infarction (mi). In the opinion of the dr the target vessel was involved in the death.